Manufacturer narrative:
(B)(4). Date sent 1/9/2025. D4 batch #c9dc1z. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no visual non-conformances and with a gst60b reload present. The reload was received fully fired with the pan detached. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9dc1z, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, c9dg54, and no non-conformances were identified.

Event description:
It was reported that the reload wouldn't fit after first fire. They got another device to complete the case without patient harm.